Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's implant housing has migrated to the back of the head around (B)(6) 2025. Moreover, in a short period of time, it began to move until it reached a point where it could not be used as the audio processor became detached. Revision surgery has been scheduled for (B)(6) 2025.

Event description:
The recipient's implant housing has migrated to the back of the head around (B)(6) 2025. Moreover, in a short period of time, it began to move until it reached a point where it could not be used as the audio processor became detached.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. The device was re-positioned successfully. The device remains implanted and in use.